Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during catheter flushing, leakage was detected. A replacement catheter was immediately inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr single lumen groshong catheter was returned for evaluation. An initial visual observation of the returned device revealed some residue. A microscopic observation revealed a split where the leak was found. The catheter was cut open to facilitate the evaluation of the inner wall. The fracture surface of the split had an irregular texture and rough internal edges. More extensive damage was observed on the interior side of the split when compared to the exterior side of the split, and additional impressions with a similar pattern to the stiffening stylet were observed. These findings suggest that the split likely resulted from interactions between the inner catheter wall and the stylet, such as compression of the catheter with the stylet still inserted, or forceful movement of the stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.